Event description:
The customer reported that the system would display a precharge voltage error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the battery pack and adjusted the 5vdc power supply and reseated all connectors at the backplane. The system was tested and found to be working as intended and put back in service.